Event description:
Additional information reported all reported events have been recovered/resolved.

Event description:
Additional information noted the event of elevated intraocular pressure (iop) has been resolved.

Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional events noted exposure, elevated iop requiring additional treatment, and corneal edema (not device related). The device has been explanted. The event of exposure has been resolved. The event of high intraocular pressure has not been resolved. Patient also experienced bcva loss of = or > 2 lines (not device related) after the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Concomitant medical products: atorvastatin, bisoprolol, dorzolamide/timolol, alphagan, lumigan. Serial number (B)(4) and lot number 62812. The reported events of vision loss, high intraocular pressure, fibrosis and hyphema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced hyphema, high intraocular pressure and bcva loss of =or>2 in the left eye against the xen®45 gts. Treatment has been provided as topical eye drops durezol, 6x daily and paracentesis. Needling procedure has been performed. The device remains implanted.

Event description:
Additional report of clinical patient experienced clinically significant progression of cataract, endothelial pigment and anterior chamber cell and flare in the left eye against the xen®45 gts. The event of anterior chamber cell and flare has been resolved. The events of significant progression of cataract and endothelial pigment have not been recovered/resolved.

Manufacturer narrative:
The events of cataract formation/progression, anterior chamber cell and flare, and endothelial pigment are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.